Manufacturer narrative:
Olympus medical service contacted the customer for troubleshooting. The customer confirmed the light source had an olympus lamp, an unblocked grill and a functioning fan. The customer reported the device has been handled in accordance with device instructions (thermal grease was used, staff has not contacted the bulb glass with their fingers). The device was returned to olympus medical for evaluation. The reported issue (main lamp switching to spare lamp) was not confirmed during testing. Examination of the returned device showed the housing had rust at the bottom chassis and front panel; the lamp housing fan had heavy dust causing reduction in airflow; and the scope connector socket was not locking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the main lamp turned off and the spare lamp turned on during preparation prior to use. There was no procedure delay reported. The customer reported the lamp had just been changed. No adverse effects to patient reported. Related patient identifier: (B)(6) previous event reported on this device occurring on different date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is likely the exhaust function decreased due to dust inside the unit, so the internal temperature increased and the safety mechanism was activated. Olympus will continue to monitor field performance for this device.